Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed and the plug could not be deployed during use. The device was withdrawn without deployment, and hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach for lower limb balloon angioplasty and was an interventional procedure. Angiography confirmed femoral artery suitability, including appropriate insertion angle and vessel diameter greater than or equal to 5 mm, with no calcification, plaque, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A non-cordis sheath introducer was used, and there was no difficulty connecting the vascular sheath introducer with the device. The deployment button could not be pressed, and the device was withdrawn directly. Upon removal, the plug remained fully inside the shaft and did not fall out or partially deploy, and the indicator wire was still visible. The device was returned for evaluation.